Manufacturer narrative:
This is still being investigated as it pertains to patient impact and other potential devices that were involved.

Event description:
Complaint pertaining to a reusable instrument of normal wear and tear (i.e., dull). This is still being investigated as it pertains to patient impact and other potential devices that were involved.

Manufacturer narrative:
Additional information received about this event; the drills were used as is and the surgery was successfully completed with no impact to the patient. Based on additional information received from the initial reporter, this event is not a reportable event.